Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim -other. Patient said this device was not working , it showed por when she tried to use the patient programmer (pp). Patient said she has the feeling of electric things going up to her body her chest, it is kind of weird she can feel the power going. There was no fall or trauma , environmental or emi exposure noted. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via patient stated they will have surgery on monday because battery was not working.